Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer stated that they was not receiving insulin, although and she did not see alert related to same, when she removed infusion set she noticed that the tubing was kinked. The device will not return for analysis.